Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updated sections: g4, g7, h2 and h10.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with damaged probe and was found stuck with the unit transducer horn. The damaged part was not able to be removed. The device was not repairable. Device was returned unrepaired, customer was notified. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with broken component, debris was observed coming off from the unit, and would not get out. There was no patient involvement on this event. No user injury reported.